Event description:
The patient¿s first ins was replaced after the patient fell down steps and the leads moved. The date was unknown, but it was shortly after implant. The ins was replaced in (B)(6) 2008.

Manufacturer narrative:
Product ID 3093-28 lot# v080017, implanted: 2008 (B)(6); product type lead product ID 3037 lot# serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3093-28 lot# v080017, implanted: 2008 (B)(6); product type lead. (B)(4).